Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown at the time of call; the caller did not yet receive the death certificate. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer had been using sensors. The caller stated that the customer had issues with low blood glucose. Two days prior to the customer's death, he had a low blood glucose event and was fixing himself some chocolate milk when he fell; he bumped his head very hard as a result of the fall. The customer died two days later. The caller no longer has the customer's insulin pump.